Event description:
It was reported to vyaire medical that while the vela ventilator was running, the following alarms were triggered: vent inop, motor fault, low pip (peak inspiratory pressure, high rate and xdcr (transducer) fault. The patient was transferred to another device and there was no patient harm associated with the event.

Manufacturer narrative:
The customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined. However, the customer placed an order and part will be shipped. No further customer activity has occurred. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.